Event description:
It was reported there was an alarm heard also confirmed by telemetry. The critical alarm was due to ¿stopped pump may exceed tube set¿ and it occurred on (B)(6) 2014. The pump was programmed to stopped pump mode 2 days prior because the catheter was fractured and the patient was unable to undergo surgery for a catheter revision. It was not known when or how the catheter issue was confirmed but there were ¿several tests done¿ to confirm it. It was ¿several weeks ago¿ that the pump was programmed to stopped pump mode. The patient was put on oral medication and patches so they did not go through withdrawal. A manufacturer representative was called on the date of the report to silence the alarm. The pump reservoir was empty. Additional information was requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a consumer. On (B)(6) 2016 it was reported that they knew the patient had meningitis. When they were trying to change out the medication, they discovered the distal end was crushed. Per the reporter, when they tried to infuse the pump it wouldnt work, so the patient was sent to imaging and they found that the distal end was crushed. Pump use was discontinued but the patient still had it in. This had all happened within the last 3 years. The patient had been in and out of the hospital. The pump was delivering fentanyl or dilaudid at the time of the event. The patient was getting medication via patches and orally and the patients current status was that the situation was resolved.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received on 2016-dec-16 reported patient first started experiencing the meningitis on (B)(6) 2014. During work up for cause of meningitis, pump catheter were discovered to be broken at attachment to spinal process. Pump rules out as source of infection. It was stated patient's condition was critical and was not expected to survive. Pump was turned off and patient was transferred to hospice. Patient miraculously recovered, and has refused "patient explant." The cause of the meningitis was not determined. There was positive blood cultures for bacteria (gram negative rods) and recent epidural were presumed cause.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4). The previously reported conclusion codes no longer apply to this event.

Event description:
Additional information reported the catheter was still broken and the pump was currently infusing dilaudid. The patient was never going to have major surgery to repair the catheter. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
(B)(4).